Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, when the chronic right ventricular (rv) lead was inserted into the header of the new device, high out of range shock impedance measurements of greater than 200 ohms were observed with two configurations. When programmed rv lead to can the impedance was within range at 47 ohms. X-rays of the proximal coil were sent into boston scientific technical services (ts) for review. Upon review ts noted the lead appeared normal except for a slight stretch in the conductor coil. Ultimately the rv lead remained implanted with the new device. No adverse patient effects were reported.